Event description:
It was reported that a physician trained in the use of the proglide device attempted to place sutures for post-procedure arteriotomy closure using the preclose technique in both the right and the left femoral arteries prior to an interventional procedure (aortic abdominal aneurysm/endograft). Reportedly, when the needle plunger was removed a suture retrieval issue occurred (either no sutures present or only one suture was present). The device was removed and another proglide device was placed with the same results. Hemostasis was achieved at the end of the interventional procedure using the pre-placed sutures. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Customer reported receiving inaccurate readings on their adc blood glucose meter. Customer reported receiving a reading of 7.7 mmol/l compared to a lab result of 3.23 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Proglide (part #12673-03; lot #920326h), will be filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4).